Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 27-may-2016. Quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essures reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device / malposition of essure device"), device expulsion ("essure micro-insert expulsion / expulsion of essure device/failure to occlude (close) fallopian tubes(s)"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and pelvic pain ("pain/ pelvic pain") in a 36-year-old female patient who had essure (batch no. B69467 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stone. Previously administered products included for an unreported indication: levien. Past adverse reactions to the above products included contraception with levien. Concurrent conditions included obesity. Concomitant products included fluoxetine since 2007. On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("cramping"). In january 2014, the patient experienced nausea ("nausea"), weight increased ("weight gain"), migraine ("migraines"), headache ("headaches"), hot flush ("hormonal changes describe: severe hot flashes"), mood swings ("hormonal changes describe: mood swings,") and night sweats ("hormonal changes describe: night sweats"). In february 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In march 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), complication associated with device ("device complications") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy), surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, complication associated with device, nausea, dysmenorrhoea, fatigue, weight increased, weight decreased, headache, hot flush, mood swings and night sweats outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain, migraine and abdominal pain had resolved. The reporter considered abdominal pain, complication associated with device, device dislocation, device expulsion, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: removal details: procedures performed- laparoscopic bilateral salpingectomy with removal of the essure on the right side. No evidence of essure on the left side, hysteroscopy, endometrial ablation with novasure. Procedure-the pelvis was explored with the above noted findings. No evidence of an extruded essure coil was noted. The right tube was amputated and removed through the 10 mm incision. The essure coil was milked out of the remaining part of the fallopian tube and brought out through the 10 mm incision. Good hemostasis was noted. The left fallopian tube was amputated using bipolar coagulation and sharp dissection and brought out through the 10 mm incision. All operative sites were checked for hemostasis. Attention was then turned to the hysteroscope where the cervix was grasped with a single tooth tenaculum and a cavity length of 6 cm was noted. The hysteroscope was inserted and the uterine cavity was explored with the above noted findings. No evidence of extruded essure coil was noted. At this point, the nova sure endometrial ablation system was placed in the uterine cavity and run with the normal settings. It was removed and all instrumentation was removed from the vagina diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device / malposition of essure device"), device expulsion ("essure micro-insert expulsion / expulsion of essure device/failure to occlude (close) fallopian tubes(s)"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and pelvic pain ("pain/ pelvic pain") in a 36-year-old female patient who had essure (batch no. B69467 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stone. Previously administered products included for an unreported indication: levien. Past adverse reactions to the above products included contraception with levien. Concurrent conditions included obesity. Concomitant products included fluoxetine since 2007. On (B)(6) 2013, the patient had essure inserted. On december 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("cramping"). On january 2014, the patient experienced nausea ("nausea"), weight increased ("weight gain"), migraine ("migraines"), headache ("headaches"), hot flush ("hormonal changes describe: severe hot flashes"), mood swings ("hormonal changes describe: mood swings,") and night sweats ("hormonal changes describe: night sweats"). In february 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In march 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), weight decreased ("weight loss") and alopecia ("hair loss"). The patient was treated with surgery (bilateral salpingectomy), surgery (ablation) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, complication associated with device, nausea, dysmenorrhoea, fatigue, weight increased, weight decreased, headache, hot flush, mood swings, night sweats and alopecia outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain, migraine and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, complication associated with device, device dislocation, device expulsion, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: removal details: procedures performed- laparoscopic bilateral salpingectomy with removal of the essure on the right side. No evidence of essure on the left side, hysteroscopy, endometrial ablation with novasure. Procedure-the pelvis was explored with the above noted findings. No evidence of an extruded essure coil was noted. The right tube was amputated and removed through the 10 mm incision. The essure coil was milked out of the remaining part of the fallopian tube and brought out through the 10 mm incision. Good hemostasis was noted. The left fallopian tube was amputated using bipolar coagulation and sharp dissection and brought out through the 10 mm incision. All operative sites were checked for hemostasis. Attention was then turned to the hysteroscope where the cervix was grasped with a single tooth tenaculum and a cavity length of 6 cm was noted. The hysteroscope was inserted and the uterine cavity was explored with the above noted findings. No evidence of extruded essure coil was noted. At this point, the nova sure endometrial ablation system was placed in the uterine cavity and run with the normal settings. It was removed and all instrumentation was removed from the vagina diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Following event; hair loss was added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device / malposition of essure device"), device expulsion ("essure micro-insert expulsion / expulsion of essure device"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal") in a female patient who had essure (batch no. B69467) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included kidney stone. Previously administered products included for an unreported indication: levien. Past adverse reactions to the above products included contraception with levien. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), complication associated with device ("device complications"), hormone level abnormal ("hormonal changes"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, complication associated with device, hormone level abnormal, nausea, dysmenorrhoea, fatigue, weight increased, weight decreased and headache outcome was unknown and the menorrhagia, vaginal haemorrhage and migraine had resolved. The reporter considered complication associated with device, device dislocation, device expulsion, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded) most recent follow-up information incorporated above includes: on (B)(6) 2018: events added from pfs- hormonal changes, abnormal bleeding (vaginal, menorrhagia), malposition of essure device, migraines / headaches, migration of essure device, nausea, tubal ligation, dysmenorrhea (cramping), expulsion of essure device, pain, fatigue, weight gain / loss. Lot number, concomitant disease, historical condition, historical drug were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device / malposition of essure device"), device expulsion ("essure micro-insert expulsion / expulsion of essure device"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal") and pelvic pain ("pain/ pelvic pain") in a 36-year-old female patient who had essure (batch no. B69467) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes(s)" on (B)(6) 2014. The patient's past medical history included kidney stone. Previously administered products included for an unreported indication: levien. Past adverse reactions to the above products included contraception with levien. Concurrent conditions included obesity. Concomitant products included fluoxetine since 2007. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("cramping"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced nausea ("nausea"), weight increased ("weight gain"), migraine ("migraines"), headache ("headaches"), hot flush ("hormonal changes describe: severe hot flashes"), mood swings ("hormonal changes describe: mood swings,") and night sweats ("hormonal changes describe: night sweats"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), complication associated with device ("device complications") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (ablation), surgery (ablation) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, complication associated with device, nausea, dysmenorrhoea, fatigue, weight increased, weight decreased, headache, hot flush, mood swings and night sweats outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain, migraine and abdominal pain had resolved. The reporter considered abdominal pain, complication associated with device, device dislocation, device expulsion, dysmenorrhoea, fatigue, headache, hot flush, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: removal details: procedures performed- laparoscopic bilateral salpingectomy with removal of the essure on the right side. No evidence of essure on the left side, hysteroscopy, endometrial ablation with novasure. Procedure-the pelvis was explored with the above noted findings. No evidence of an extruded essure coil was noted. The right tube was amputated and removed through the 10 mm incision. The essure coil was milked out of the remaining part of the fallopian tube and brought out through the 10 mm incision. Good hemostasis was noted. The left fallopian tube was amputated using bipolar coagulation and sharp dissection and brought out through the 10 mm incision. All operative sites were checked for hemostasis. Attention was then turned to the hysteroscope where the cervix was grasped with a single tooth tenaculum and a cavity length of 6 cm was noted. The hysteroscope was inserted and the uterine cavity was explored with the above noted findings. No evidence of extruded essure coil was noted. At this point, the nova sure endometrial ablation system was placed in the uterine cavity and run with the normal settings. It was removed and all instrumentation was removed from the vagina diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 1-jun-2018: pfs was received. The event hormonal changes was describe as severe hot flashes, mood swings and night sweats (onset date (B)(6) 2014). The event failure to occlude (close) fallopian tube(s) with onset date (B)(6) 2014 was added. The onset date of events abnormal bleeding (vaginal, menorrhagia), migraine/headaches, nausea, dysmenorrhea, fatigue and weight gain were provided. Pain was considered as diagnosed (previously reported as symptom) and was located in pelvic area, frequency every day with onset date (B)(6) 2013 and required surgery. The plaintiff has recovered from pain and cramping right away essure removal. Fluoxetine was added as concomitant drug. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.